Event description:
Allegedly two acetabular components were revised due to infection.

Manufacturer narrative:
Investigation is not complete. This report will be amended when the investigation is complete.